Manufacturer narrative:
Concomitant medical products: 479888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a warning for right atrial (ra) high undefined lead impedance and atrial capture could not be confirmed. It was noted that there was an atrial polarity switch the next day. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.